Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Internal release data for reagent kit lot 690303 also showed no indication of reduced specificity. However, patient sample material was not provided for further investigation. The customer reported improved performance with a newer reagent kit lot (704865), identifying fewer false reactive results. A definitive root cause for the reported event could not be determined. The customer continues to monitor the performance of the assay.

Event description:
The initial reporter alleged an increase in false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The customer reported that since switching to reagent kit lot 690303 on (B)(6) 2023, a total of (B)(4) samples were tested, of which 9 were identified as false reactive (3 for hiv antigen and 6 for anti-hiv antibody). The calculated specificity at the customer site was 99.22% (95% confidence interval: 98.53% to 99.65%), which overlaps with but is lower than the specificity stated in the method sheet for unselected routine samples (100%, 95% confidence interval: 99.63% to 100%). Subsequent testing with a newer reagent kit lot (704865) showed improved performance. Out of an unspecified total number of measurements, 4 false reactive results were identified. The customer continues to monitor potentially false reactive results but has expressed satisfaction with the performance of the newer lot.